Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(6), alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The subject test strips were returned; however, were not evaluated since the alleged complaint refers to a meter issue only.